Manufacturer narrative:
(B)(4) (revision surgery) h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: patient presented with preoperative diagnosis of mechanical low back pain and lumbar radiculopathy and underwent de-compressive lumbar laminectomy inferiorly at l3,l4 and l5 to the sacrum with bilateral l3-4, l4-5, l5-s1 medial hemi-facetectomies, lateral recess decompressions and negative disk exploration followed by pedicle screw instrumentation with posterolateral fusion from l3 to the sacrum. Indications: patient presented to the office with complaints of low back pain and bilateral leg pain. There is associated numbness and tingling with a burning sensation down both legs to the feet. Patient had a MRI scan as well as a myelogram with post myelographic CT study. The MRI scans demonstrated degenerative changes primarily at l3-4, l4-5 and l5-s1. On the myelogram with post myelographic CT study, there appeared to be a small central disk bulge at the l4-5 level with some central stenosis and lateral recess stenosis. Most significant was the evidence of massive facet disease at l3-4 and l4-5 levels and to a lesser degree at l5-s1 level. This was consistent with his diagnosis of mechanical pain. Along with facet hypertrophy, there appeared to be lateral recess stenosis primarily at l4-5 but also at l3-4. His emg studies confirmed a right s1 radiculopathy. Operative procedure: ¿...following the decompression, pedicle screw insertion sites were prepared bilaterally at l3,l4,l5,s1 levels. 6.5 x 55 mm screws were placed on both sides at l3 and l4. 6.5 x 50 mm screws were placed at l5 on both sides and 6.5 x 45 mm screws were placed on both sides at s1. All screws were placed under fluoroscopic guidance. X-rays confirmed good position. Two precut-pre bent rods were further bent them to accommodate the screw position. Rods were secured into place using interlocking screws. Two crosslinks were placed, one between l4-5 and other between l5-s1. We decorticated the transverse processes at l3,l4, l5 and the sacral ala and s1 for placement of the fusion mass. The fusion mass consisted of bone morphogenic protein soaked sponges wrapped around the auto graft procured during the decompression along with master graft granules. There were no operative complications¿ on (B)(6) 2006: patient underwent CT scan of lumbar spine without contrast. Conclusion: status post fusion of l3 to s1 with laminectomy defects present at l4 and l5; there is very mild retrolisthesis of l2 on l3 and l5 on s1; broad based disc bulges present at multiple levels from l2-3 through l5-s1 which contributes to mild ap spinal canal stenosis. Moderate bilateral neuroforaminal stenosis is present at l5-s1 and mild at the other levels. On (B)(6) 2008: patient underwent x-ray of lumbar spine. This patient has pedicle screws at l3, l4, l5 and s1 and paraspinous distraction rods and posterior fusion demonstrated. There is also a laminectomy at l4 and l5. No pathology is identified in the paraspinous rods on oblique views. The patient has calcification of the abdominal aorta. On (B)(6) 2010: patient underwent MRI of lumbar spine. Patient has pedicle screws at l3,l4 and l5. Patient has a pseudomeningocele at l4 and l5. The intervertebral disc are normal except at l2 interspace where there is an obvious impingement on the left lateral aspect of the spinal canal and the left exiting nerve root. This may be a post surgical finding rather than a disc. The conus is normal. The marrow signal in the vertebral bodies is within the normal limits. On (B)(6) 2011: patient underwent MRI of lumbar spine due to low back pain with bilateral leg pain, numbness and tingling. Patient has right hip pain also. Impression: postsurgical and degenerative changes. On (B)(6) 2012: patient underwent myelogram of lumbar spine due to low back pain with numbness in the lower extremities bilaterally particularly in the right leg and complains of burning in the right leg down to the foot. Impression: a technically successful myelogram. Patient tolerated the procedure well. Changes in thecal sac will be evaluated further with CT of lumbar spine. Patient underwent CT scan of lumbar spine with contrast due to low back pain which radiates into the legs bilaterally particularly the right leg with burning sensation in the right leg down to right foot. Impression: moderate spinal stenosis at level l2-l3; bilateral neural foraminal stenosis at level l2-l3 and l4-l5; posterior spinal fusion from level l3 through s1. The screws at level s1 are broken bilaterally; laminectomy level l4-l5; levoscoliosis. On (B)(6) 2012: patient presented with preoperative diagnosis of lumbar stenosis, lumbar nerve root compression, broken hardware with mechanical pain associated with hardware and overgrowth of bone fusion and underwent removal of hardware l3 through s1 bilateral and exploration of fusion mass right side with lumbar laminectomy, foraminotomy l2-3,l3-4, l4-5 right. Per operative report ¿..the fusion mass had overgrown significantly and encased the crosslinks and rods and screws of the previously placed hardware. The overgrowth of fusion mass was then explored and removed overlying the hardware to expose the hardware and the spinal canal. There was a moderate size pseudomeningocele associated with the overgrowth of fusion mass at the l5 level and this was torn during the decompression, the meningocele had a very friable wall and would not hold suture ,so it was reduced with bipolar electrocautery and then sealed up with platelet fibrin adhesive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.